Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 10.3 mmol/l and 5.5 mmol/l within 2 minutes on the performa system. No adverse event reported. The alleged product was replaced and requested for evaluation.